Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd¿ slip tip syringe w/ attached needle plunger gets stuck during injection. The following information was provided by the initial reporter: material no. 309597 batch no. 8329535 it was reported syringe plunger gets stuck when trying to administer medication. This is notification to inform you that a pharmaceuticals company has received a commercial product complaint, that occurred in the USA relating to ancillary components for use with gattex. Verbatim: "patient reported "syringe plunger gets stuck" when trying to administer medication. When the syringe plunger gets stuck it can take patient about 10 min to administer medication. Patient was able to administer medication no ae reported."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip tip syringe w/ attached needle plunger gets stuck during injection. The following information was provided by the initial reporter: material no. 309597, batch no. 8329535. It was reported syringe plunger gets stuck when trying to administer medication. This is notification to inform you that a pharmaceuticals company has received a commercial product complaint, that occurred in the USA relating to ancillary components for use with gattex. Verbatim: "patient reported "syringe plunger gets stuck" when trying to administer medication. When the syringe plunger gets stuck it can take patient about 10 min to administer medication. Patient was able to administer medication no ae reported."